Event description:
It is reported that while using an articular surface inserter to assemble the articular surface and tibial component, the inserter chipped a little piece of metal off of the front of the tibial component. The surgeon was not concerned with the incident and implanted the component. Implant date is unknown.

Manufacturer narrative:
Evaluation summary: the cause cannot be definitively determined due to insufficient info. Evaluation codes - a small metal silver from the tibia plate approx 7mm in length was returned for review. Device history records indicate device manufacturer to specification. Energy dispersive spectroscopy analysis showed ti, al, and v elemental peaks in the spectrum typical of tivanium alloy.